Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed. During the evaluation it was observed that the watertightness was not maintained due to the collapse of the tip cover caused by external factors. It was also observed that the curved rubber adhesive is missing. It was observed that due to handling, stains were found on switch 1 that were difficult to remove. It was also observed that the video connector case is cracked due to external factors. Lastly, scratches were found on the following unit components due to external factors: tip cover, curved rubber, switch 1, switch 2, switch 3, video connector, light guide connector, light guide cover glass surface, video connector case, up-down angle fixing lever and on the valve ring. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation

Event description:
The customer reported to olympus the endoeye flex deflectable videoscope displayed a scope communication error (b30) message. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the b30 scope communication error could not be determined. It is possible that the error was caused by a failure of the image sensor unit, a defect of the video connector's circuit board, or a system defect. Olympus will continue to monitor field performance for this device.